Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a broken screw was discovered during a post-surgery follow-up on (B)(6) 2022. Additional information indicates there was a loss of correction and bunion recurrence. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Requests for additional information have been made with limited information provided to date. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a broken screw was discovered during a post-surgery follow-up on (B)(6) 2022. No other patient outcomes were reported as a result of this event.